Event description:
Caller reported false positive tni (troponin) results. Pt was admitted to the hospital, but was later released with a condition of heartburn.

Manufacturer narrative:
Investigation pending.